Event description:
During PICC (peripherally inserted central catheter) placement noticed that the filtered straw used to draw up lidocaine medication was missing. The white, plastic hub of the device was present, but no straw was attached to it. Had to break sterility and retrieve a spare filtered straw for sterile procedure. PICC kit lot# refw4326.